Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient, who is also a healthcare professional, reported they were injected with juvéderm® voluma¿ with lidocaine into the cheek approximately three years ago and experienced "had some type of granuloma or biofilm (pea-sized to walnut size growth) that was formed left side of the tear trough area." Biopsy was not provided. They were treated with "hyaluronidase injections in order to help soften the tissue area." Patient believed it might be "due to the extensive dental work (patient) also had that year."